Event description:
Customer states no air flow through the tubing. No insufflation during procedures in surgery.

Manufacturer narrative:
Customer states insufflation tubing will not allow co2 to flow through. Surgery was delayed while replacement tubing was located. This incident occurred several times.